Manufacturer narrative:
The reagent lot number was 733769. The expiration date was not provided. The field service engineer found a water leakage at the cell rinse station, repaired it, and confirmed the module was performing within specifications. General reagent issues were excluded as the result believed correct was obtained using the same reagent.

Event description:
There was an allegation of questionable hemoglobin a1c results from the cobas c513 analyzer commercial system. Sample (B)(6) initial result was 7.2% and the repeat result was 5.7%. Sample (B)(6) initial result was 6.9% and the repeat result was 5.5%. Sample (B)(6) initial result was 6.4% and the repeat result was 5.8%.